Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The reporter stated that the device tubing separated while in use on a pt. It was reported that the pt lost some blood before this was noted. The user facility did not estimate the quantity lost. There was no further incident related medical sequela.